Event description:
Hospital personnel responded to a patient in cardiac arrest. According to the reporter, the device failed to deliver energy to the patient x3. The basis for this opinion was not reported. The patient was not resuscitated. The reporter indicated that use of the device did not cause or contribute to the patient's death because the reported event may have been caused by a use error, not a device malfunction.

Manufacturer narrative:
The hospital biomedical department and the local physio-control service representative evaluated the device and could not replicate or confirm the reported problem. The physio-control service representative also observed proper device operation through full functional and performance testing. The device was returned to the customer for use.